Manufacturer narrative:
The insulin pump was not received stuck in the manufacturing mode. The pump was received with missing retainer ring and reservoir tube lip o-ring. Analysis was unable to perform displacement test or occlusion test due to physical damage. Unit received with operating currents within spec. The pump passed self-test, rewind, prime/seating test, basic occlusion test and force sensor test. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage was less that 3.5v for 4 consecutive hours due to resistance issue. The pump also alarmed power loss and low battery alarms due to resistance issue with connector. After disconnecting and reconnecting the internal battery connector on, the pump was monitored and functioned properly. The insulin pump was received with cracked case on the back at the battery tube area and battery tube threads. The pump was received with cracked keypad overlay and a minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had low battery alarm. The customer's blood glucose was 12.4 mthe product was returned for analysis. Mol/l.